Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that their rep reprogrammed stimulation with hd settings so that patient would not feel the stimulation but it was still taking the pain away. Physician listings were sent to the patient. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, lot/serial#: (B)(4), implanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative and a consumer regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient had a few falls after they were implanted with their ins and now coverage wasn't the same. An x-ray confirmed that the leads moved. The representative planned on reprogramming the patient that day. No further complications reported.